Event description:
Complaint was reported as: "during cardiac surgery, the saphenous stump dropped by lack of clips grip. This default was already indicated during tries." Section of the saphenous reopened, vessels controlled, and hemostasis maintained. Condition of the patient was not reported. Additional information requested.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.